Event description:
Ous MDR - the patient was asymptomatic. Sensing decline of the rv-electrode was noted. After several weeks of no improvement in the rv-sensing, the decision was made for a revision of the rv lead. The intervention was done on (B)(6) 2014, and as a result rv lead showed regular sensing. No arrhythmia occurred during that time between the event and the revision.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.